Manufacturer narrative:
H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that one patient has tested positive 4 times using bd veritor ¿ sars-cov-2 & flu a+b and patient repeatedly tests as flu a positive. Patient was treated with tamiflu. No adverse event occurred due to treatment. The following information was provided by the initial reporter: customer reporting that she has one patient who has been tested 4 times using the bd veritor¿ sars-cov-2 and flu a+b assay 256088, over the last several months, and the patient repeatedly tests as flu a positive. Customer confirmed that the patient was treated with tamiflu based on the positive flu a tests in each instance. Customer is not aware of any adverse events that occurred due to the patient being treated with the tamiflu.

Manufacturer narrative:
H6. This statement is to summarize the investigation results regarding a complaint that alleges false positive results when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch numbers 2332350 & an unknown batch. Customer reported that she had one patient who has been tested 4 times using the bd veritor¿ sars-cov-2 and flu a+b assay 256088, over the last several months, and the patient repeatedly tested as flu a positive. Customer stated that the last three positives occurred with lot# 2332350. They also confirmed that the patient was symptomatic. The most current occurrence (3/29) the patient was also found to be positive for strep and had an 18,000-white count. The assay results are read in walk-away mode on the analyzer. Kit qc has been satisfactory. No other issues with any other patients. Customer noted that the patient was treated with tamiflu based on the positive flu a tests in each instance. Customer was not aware of any adverse events that occurred due to the patient being treated with the tamiflu. Customer also confirmed that the patient was not tested by any alternate methods for flu (i.e., pcr). Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample analysis were performed on the batch number provided. Results were acceptable and no relevant issue was found. No photos or samples were received; therefore, return sample analysis could not be performed. This complaint was unable to be confirmed. The root cause could not be identified. Currently no adverse trend for false positive was identified. Bd quality will continue to closely monitor for trends. If you have any additional questions or concerns, please do not hesitate to contact bd technical services. H3 other text : see h10.

Event description:
It was reported that one patient has tested positive 4 times using bd veritor ¿ sars-cov-2 & flu a+b and patient repeatedly tests as flu a positive. Patient was treated with tamiflu. No adverse event occurred due to treatment. The following information was provided by the initial reporter: customer reporting that she has one patient who has been tested 4 times using the bd veritor¿ sars-cov-2 and flu a+b assay 256088, over the last several months, and the patient repeatedly tests as flu a positive customer confirmed that the patient was treated with tamiflu based on the positive flu a tests in each instance. Customer is not aware of any adverse events that occurred due to the patient being treated with the tamiflu.